Event description:
Litigation papers allege that the patient was revised to address failure of the depuy implant.

Manufacturer narrative:
Although, the exact date of the primary surgery is unknown, it was reported to have occurred in the 1990's. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.